Event description:
N/a.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 01/18/2021. An investigation was conducted on 03/08/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the cannula as well as on the harvesting device. The harvesting device was returned inside the cannula. There were no visual defects observed on the harvesting device or the cannula. A white strand of material was also returned for evaluation. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. The harvesting device was re-inserted into the cannula with no physical or visual difficulties. No shavings were observed. Based on the returned condition of the device, the reported failure "particulates; shavings" was confirmed.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (us), pa states he has been noticing small shards of plastic come out of the shaft of the device. Same device was used and completed procedure with no other issues. Nothing fall into the patient. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 7 xb bisector (us), pa states he has been noticing small shards of plastic come out of the shaft of the device. The hospital did not report any patient effects.